Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 47 mg/dl and 302 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter memory. All pertinent information available to abbott diabetes care has been submitted.